Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. However, based on historical complaint information and the product testing performed in house, significant amounts of opposing force would be need to cause sheath breakage. It is likely the force opposing the physician as he attempted to remove the device may have come from calcium deposits within the patient's vasculature, the decision to pass the device through previous stents, weakened material properties. Per procedures in place released products are scrutinized for such defects that would lead to material weakening. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Conclusions code is unable to be selected at this time. Esubmitter support has been notified.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the codes. The codes were unable to be selected when follow up no. 2 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
UDI number is unavailable due to unknown lot number. The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. A search of the complaint file found one similar report with the involved product code in the past three years. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a break in the sheath of the solopath device. The following information was provided by the user facility: the sheath separated upon removal; the physician attempted to dilate the non-expanded portion of the sheath with a 6 or 7 mm mustang balloon at the beginning of the procedure; all of the pieces of the sheath were able to be removed from the patient; a cut down and removal was performed; the patient left the lab in stable condition; the procedure outcome was successful; and blood loss was reported to be greater than 250 cc's.